Event description:
It was reported that a half day infusor had particulate matter inside of its balloon. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 2, 2014 ¿ december 5, 2014. The device was received for evaluation. Visual (via the naked eye) and microscopic inspection revealed no evidence of particulate matter neither inside nor outside of the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.